Event description:
A nurse reported a pt with an infection following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/29/2011 and 09/16/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).